Manufacturer narrative:
(B)(4). Other remarks: for related complaints involving the same patient and event see: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter would not open at the tip. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) catheter would not open at the tip. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the iab would not inflate completely is confirmed. Upon return, the iab catheter central lumen and outer lumen were noted kinked, which could cause or contribute to difficulty with proper iab inflation. The root cause of the damage to the iab central lumen/outer lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaints involving the same patient and event see: MDR #3010532612-2020-00001 and tc #1900074135 MDR #3010532612-2019-00469 and tc #1900074170.